Manufacturer narrative:
An evaluation of the device cannot be performed as the device was returned not decontaminated to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Reported event: an event regarding instability involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: the product was received but could not be visually inspected as only a pre-disinfection step was carried out and the biohazard bag is too opaque to see the product. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Patient underwent revision surgery for anterior cyst on total right hip replacement. Product was returned not decontaminated on (B)(6) 2026. No technical investigation will be performed due to the fact that the product is not decontaminated.